Event description:
Nellcor received a report of a broken flange on an 4cfs tracheostomy tube. The caller reported that the left side of flange broke at the point where the trach ties are inserted. There was no patient harm reported and the tube was replaced without incident.